Manufacturer narrative:
The speedscrew inserter handle used during the implantation of the fractured implant was returned for investigation. The fractured implant was not returned for investigation. No conclusions can be drawn related to the fractured implant based on the evaluation of the inserter handle. (B)(4). This is 1 of 2; reference MDR number 2032380-2010-00023 for the second implant device report.

Event description:
It was reported that an autocuff fixation was performed on (B)(6) 2010 wherein two opus speedscrew implants were used. Subsequently, it was noticed that one of the two implants had broken and not all the fragments could be removed. The second implant could not be locked correctly and was left in place. A second procedure is planned to remove the fragments and to remove the second implant.